Event description:
It was reported that the ventricular lead had fractured and the lead had high impedance. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: cl560u implantable pulse generator, (B)(6) 2003.